Event description:
Additional information: the vad coordinator reported that there were no changes to patient condition, anticoagulation status, or pump parameters that could have contributed to the suspected thrombus. The only diagnostic test performed was troponin labs which peaked at 75. Once the patient's troponin normalized they were discharged home.

Manufacturer narrative:
Section b5, d4, and h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. Furthermore, although an elevation in pump power and corresponding flow was observed through the analysis of the log files, a specific cause for the elevation could not be conclusively determined. The submitted system controller log file captured a transient elevation in power and corresponding flow occurring on (B)(6) 2019 at 09:28. No atypical alarms were captured. The submitted log file appeared to show the system operating as intended. The patient remains ongoing on vad support. Device thrombosis and myocardial infarction are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. Pump parameters, including pump power, are detailed in the introduction section of the hmii IFU. The hmii IFU states that changes in pump speed, flow, or physiological demand can affect pump power. Gradual power increases (over hours or days) may signal thrombus deposits inside the pump. Abrupt changes in power should be evaluated for cause. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 6 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to the hospital on (B)(6) 2019 with chest pain. Log file analysis observed power and flow elevations on (B)(6) 2019. Power was measuring 6.4 ¿ 7 watts while the estimate flow was reading 7.5 -8.6 lpm. It was noted that power and flow returned near the baseline for the remainder of the log file. Low voltage advisories were also captured but appeared to be routine. All speed drops were associated with pi events. There were no other unusual events noted within the event history and the pump appeared to be functioning within the set pump parameters as intended. It was reported by vad coordinator (B)(6) on (B)(6) 2019 that it is believed the patient has a pump thrombus but is not a candidate for pump exchange. It was also believed that some of the thrombus broke free causing a myocardial infarction.